Event description:
It was reported that the procedure was to treat heavily calcified, 99% stenosis in the proximal to mid left anterior descending artery, with moderate tortuosity. After implanting the xience prime stent, the 4.5 x 8 mm nc trek was delivered for the post-dilatation; however, the balloon ruptured during the second inflation at 12 atmospheres. (The first inflation was at 10 atm) there was no resistance during advancement and retraction of the nc trek. A 5.0 x 8 mm nc trek was used to successfully complete the procedure. There was no clinically significant delay in procedure and no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance hc; guide cath: mach1 6f; stent: xience prime. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.